Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there are no related effects to the sgc. There was no device malfunction and no adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: upon review, the cds0707-xtw; 50904a1035 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at central anterior and posterior leaflet 2(a2p2) . During deployment of second mitraclip, the first clip had single leaflet device attachment(slda) from anterior leaflet. Second mitraclip was deployed laterally and third mitraclip was deployed medially to the first clip for stabilization. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay. Code 2915 was removed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted at central anterior and posterior leaflet 2(a2p2). During deployment of second mitraclip, the first clip had single leaflet device attachment(slda) from anterior leaflet due to interaction with second mitraclip. Second mitraclip was deployed laterally and third mitraclip was deployed medially to the first clip for stabilization. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.